Event description:
It was reported that when using the bd pyxis¿ medbank tower, user encountered an issue while pulling medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user encountered an issue while pulling medication. A technical support specialist (tss) checked myqlink and confirmed the last transaction, indicating the medication was not available in the machine. Tss advised the user to contact pharmacy for restocking or a status of dose. Customer contacted the pharmacy to report the discovery, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.